Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A surgical procedure was performed to remove and replace all the aus components. The most likely device issue that contributed to the reported urinary incontinence is a fluid leak at an unspecified location. The patient had a stable outcome.